Manufacturer narrative:
Additional information: updated event details. Initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a medtronic representative felt that the screws becoming stripped on the spine clamp was a wear and tear issue from use over time.

Manufacturer narrative:
Initial reporter information was unavailable at the time of filing. The open spine clamp was returned for analysis; through visual/physical examination and functional testing, the reported issue w as unable to be duplicated. The adjustment screw of the returned clamp was not stripped as reported. There was a small amount of debris in the threads, but the clamp still had normal function. There was no problem found with the returned clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there were stripped screws on the open spine clamp. There was no patient present when this issue was observed.